Event description:
The customer states that while a cell-dyn 4000 analyzer operator was running patient samples, the analyzer jammed. While reinitializing the analyzer, the mixer manifold dropped suddenly and hit a patient sample tube, which splashed into the operator's face (the operator was not wearing any face/eye protection. The operator cleaned the affected areas and began a 30-day azt treatment regimen. The operator was also given a hepatitis b vaccination.